Event description:
It was reported the patient¿s stimulation was turning off. It was also reported the patient had to have two operations over 2-3 weeks because the patient could not get stimulation and was told to ¿hook it up to radio or something.¿it was stated the patient¿s implantable neurostimulator (ins) ¿inside the body¿ was ¿bad.¿ it was noted the patient didn¿t have any problems after the second operation for five years.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was due to normal battery depletion (¿expired battery¿) of the implantable neurostimulator (ins). A surgical procedure was planned for (B)(6) 2013 to replace the ins. Hospitalization was not required for the event and the patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3550-09, serial# (B)(4), implanted: (B)(6) 2007, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4). Supplemental submitted for additional information and to correct previously reported information regarding battery depletion and replacement.

Event description:
Additional information reported the patient's stimulator went bad after a week or two. It was reported the pain was on the patient's left leg. It was noted the operation was on the patient's left side. It was stated the patient had their stimulator replaced after two weeks. It was stated the patient had no problem since and the pain went away after implant. Upon further review, information previously reported about the ins replacement for normal battery depletion is related to the event reported in manufacturer report #3004209178-2013-19387. All additional information received about that event will be file under manufacturer report number 3004209178-2013-19387.